Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient complained of halo and glare. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Sex/gender: unknown. (B)(4) - explant of intraocular lens. .the manufacturing record review was performed. No non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within specification in terms of optical power. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.